Manufacturer narrative:
The reason for this revision was instability; the head was not sitting on the liner correctly. The in-vivo service duration for this product was less than one day. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed that (B)(4) complaints have been submitted against this part number. The (B)(4) complaint is attributable to an infection. The root cause for the instability, the head not sitting on the liner correctly, was not reported. Several factors unrelated to the implant that can play a role in an event like this are surgical technique or improper implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - instability due to the head was not sitting in the liner correctly.